Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom, which was not reproduced. The alarms were confirmed during a review of the event history log. During evaluation, continuity was found on the upstream sensor flex tail pins, which was determined to be the cause. The upstream sensor was also observed to have low fluid numbers. The failed upstream sensor was replaced. Add'l info- low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no patient involvement.